Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported a retention plate malfunction post-op. The complaint device was received and evaluated. Visual observations reveals that the expresssew is slightly worn and used, but in expected condition. When reviewing the capture jaw, it could be observed that the end of the capture jaw is bent. When performing functional test, the needle was loaded into the device, a sample rubber strip was placed between the jaws and the expresssew performed as intended. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the bent jaw condition can be related to the constant use of the device that causes metal fatigue. Since this device is reusable, the metal begins to lose it's shape due to the continuous use and sterilization. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that postoperatively to rotator cuff repair, it was observed that the retention plate malfunctioned. There was no delay in the surgery. There were no patient consequences. During in-house engineering evaluation, it was determined that the end of the capture jaw was bent. No additional information was provided.